Event description:
From suction holes in instrument it arced out & put a hole in gallbladder. No intervention was required as the gallbladder was being removed from the pt. Complainant sent MDR report to FDA.